Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found no anomalies found on save to disk. Concomitant medical products: 1258t st jude competitor lead, implanted (B)(6) 2014, 5076-52 lead, implanted (B)(4) 2011.

Event description:
It was reported that the heart rate histograms showed the implantable cardioverter defibrillator (ICD) was pacing at rates slower than the lower rate limit. It was also reported that the right ventricular (rv) lead noted evident t-wave oversensing (twos). Reprogramming was performed to decrease the sensitivity. The patient¿s rate level has been much improved since the reprogramming. The device and lead remain in use. No patient complications have been reported as a result of this event.